Manufacturer narrative:
Initial reporter is synthes sales representative. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent removal of two (2) broken unknown cortex screws. The screws in the plate were successfully removed with the screw removal set. Patient outcome was unknown. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, quantity #: 1). This report is for unk - screws: cortex. This is report 2 of 2 for (B)(4). (B)(4) captures the intra op event when the dhs wrench t end that was broken and (B)(4) captured the post op event when the cortex screw broke.